Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particle was identified in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device and a photograph of the sample were received for evaluation. The actual device was received partially filled with a solution. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. There was no defect of connector or cap areas with cap removed. The photograph was reviewed and a white elongated shaped polymeric appearing particle was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.